Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. Both cylinders had a small hole in the outer tube in the proximal end of the cylinder. Both cylinders passed the leakage test. Momentary squeeze (ms) pump passed visual inspection and the leakage test. Ms pump failed activation tests. Finally, the spherical reservoir had wear at a fold in reservoir shell and the spherical reservoir passed leakage test. Based on this investigation a clear probable cause for the event cannot be established as the allegation of the reported hole/perforated were not confirmed. Additionally, the activation problems found in the pump could led to a decrease in the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in reservoir was found. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in reservoir was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).